Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: etcf3636c49e, sn (B)(4), expiration date: 2018-03-29. (B)(4).

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm. There was severe bilateral tortuosity in the iliac arteries; as well as a small amount of calcium in the proximal neck. It was reported that the patient presented with a ruptured aneurysm and an inferior vena cava (ivc) fistula. During the implant procedure, it was thought that there was a type iii endoleak. The graft was relined with limbs and a cuff and the endoleak did not resolve. It was then thought that the endoleak was actually a type ia endoleak due to a posterior calcium shelf. A cuff was implanted but the patient was converted to open repair when seal could not be achieved. It was noted that the leak was not thought to be a type ia at the time the patient was convert to open repair. Upon opening the patient a 5 cm hole in the inferior vena cava was discovered. The graft was inspected and there no defect was discovered and the physician ruled out a type iii endoleak. The physician stated that the cause of the event was due to the inferior vena cava (ivc) fistula and ruptured aneurysm. No additional clinical sequelae were reported.

Manufacturer narrative:
Film evaluation summary: the exact type and cause of the endoleak seen during the procedure could not be determined from the limited films provided. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Angio injection from above the renals showed a large amount of contrast coming from both sides of the stent graft, extending from the flow divider to below the level of the gate, primarily filling a large (~2cm x 3cm) area within the right portion of the aaa. No other stent graft issues were seen. The exact source of the endoleak could not be determined; however, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this possible type IV endoleak. The cause of death could not be determined. It is likely that this was related to the pre-existing condition: inferior vena cava (ivc) fistula and ruptured aneurysm.